Manufacturer narrative:
The t:slim user guide states: this alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. Customer's blood glucose level was not impacted. Tandem technical support educated the customer on the auto-off safety feature. Customer requested the feature be turned off. Tandem technical support guided the customer through turning the safety feature off.